Event description:
It was reported that a inductive and radiofrequency telemetry issue and data corruption was observed on the device. The device was reprogrammed to a lower pacing rate as the patient no longer requires pacing support. The patient was in stable condition and will continue to be monitored.